Event description:
Report of pt death while pump was in use. It was reported that the pt was receiving pain management therapy secondary to colon rectal surgery. The pump was programmed to deliver morphine sulfate 1.0mg/ml at 1.0mg every 6 minutes as needed. It was reported that "while the pt was sleeping, a family member was pushing the pendent every 6 minutes to keep the pt comfortable". When the nurse responded to an audible "empty" alarm, she observed that the pt was "heavily sedated and non-responsive". A code 13 (respiratory distress) was called and the pt was transferred to the ICU. In the ICU, the pt went into full cardio-pulmonary arrest. The pt was resuscitated, but remained on life support until september 17, 1998 when life support was discontinued. The pt expired. Though requested, no further or add'l info was available.